Manufacturer narrative:
The customer stated that he was sent to the hospital for seizures, had low blood sugar reading of 40 mg/dl, the customer fell and bumped his head.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of low blood glucose readings and damage from the insulin pump. The customer had a low reading of below 40 mg/dl and fell and bumped his head. The customer realized that the pump was over compensating for the amount of food he was eating. The customer stated that the fall was from a seizure and there is crack on the screen. The customer was not able to read the screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.